Manufacturer narrative:
No device has been returned for evaluation nor have radiographs or photographic images been provided. Insufficient information has been provided to determine root cause. No additional investigation can be completed at this time. Labeling review: "...warning: metallic implants can loosen, fracture, corrode, migrate, or cause pain..." Device not returned for evaluation.

Event description:
It was reported the magec rods did not lengthen after (B)(6) 2017. Rods would not lengthen with manual distractor after removal despite appearing not to have reached terminal distraction length.

Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was confirmed. The root cause of the reported event may be related to bending force applied during the distraction sessions and/or patient's daily activities.